Event description:
The patient's physician called company representative and requested that we contact the patient to troubleshoot the infusion device because the patient just received a 9.9% hba1c reading. Contacted the patient and the patient reported that the reason for his elevated blood glucose readings (above 600 mg/dl) is a sinus infection and bronchitis. The patient stated that he has been on 4 rounds of antibiotics. During this time (about 4 weeks), his blood glucose was elevated and he would bolus via the infusion device to reduce his blood glucose values. The patient reported that since he has been better (the past 3 weeks) his blood glucose values have been normal (70-100 mg/dl). No product was requested to be returned.

Manufacturer narrative:
No product will be returned for evaluation.